Manufacturer narrative:
The hillrom technician found the bed needed a hard reset and to change the nurse call from sidecomm to ac power in the gci as the account uses a 3rd party nurse call system. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm). Make sure the bed exit system operates correctly. Replace parts if necessary. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician performed a hard reset on the bed and changed the nurse call from sidecomm to ac power to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed exit was not alarming at the nurses station. The bed was located in the medsurg unit at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).